Event description:
It was reported that the deep brain stimulation (dbs) patient was experiencing redness and irritation at the right cranial incision site 19 days post-implant procedure. The site was evaluated by the physician, and it was determined that the patient had developed a superficial infection which was isolated to this site. The patient's right cranial lead and right burr hole cover were explanted. Following the explant procedure, the patient experienced cellulitis at this site which was assessed as severe. The patient was hospitalized, and they had a computed tomography scan. The patient was administered cephalexin and was discharged; however, the event is not resolved. The physician assessed the event with a causal relationship to the study procedure and device and not stimulation related. The devices were discarded. Additional information was received that the patient underwent a computed tomography scan of their head. A culture was taken, and it revealed pseudomonas. The event has since resolved.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-lead fixation. Upn: m365db4600c0. Model: db-4600c. Batch: 34252534.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-lead fixation. Upn: (B)(4). Model: db-4600c; batch: 34252534.

Event description:
It was reported that the deep brain stimulation (dbs) patient was experiencing redness and irritation at the right cranial incision site 19 days post-implant procedure. The site was evaluated by the physician, and it was determined that the patient had developed a superficial infection which was isolated to this site. The patients right cranial lead and right burr hole cover were explanted. Following the explant procedure, the patient experienced cellulitis at this site which was assessed as severe. The patient was hospitalized, and they had a computed tomography scan. The patient was administered cephalexin and was discharged; however, the event is not resolved. The physician assessed the event with a causal relationship to the study procedure and device and not stimulation related. The devices were discarded.